Event description:
The reporting person said, the probe was glued, it seemed that the material was soft. The info provided to date does not confirm if extubation and reintubation of a replacement tube was performed. No injury to pt reported.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.